Event description:
During preparation for or during cardiopulmonary bypass, the roller pump displayed "underspeed" and "overspeed" messages. There was not reported adverse consequence to the patient as a result of this event.